Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent a mammoplasty with an unknown mentor saline prosthesis. On (B)(6) 2018 the patient had a surgery for valve removal, and experienced deflation of the prosthesis the day after this procedure. As a result, the patient had to have surgery for prosthesis removal shortly after the deflation was noted.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a female patient underwent a mammoplasty with an unknown mentor saline prosthesis. On (B)(6) 2018 the patient had a surgery for valve removal, and experienced deflation of the prosthesis the day after this procedure. Upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the outer shell appears intact, and a valve leakage was observed. No other anomalies were discovered. The complaint was confirmed since a leakage was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/23/2018 additional information was revealed from the product investigation. The product code and lot number have been revealed. The device was a mentor leiden product. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for medical device reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as the device has already been reported to the FDA, mentor will continue to provide supplemental reports until all critical information has been gathered. Manufacturer site fax: (B)(4) manufacturer contact phone number: (B)(6). Manufacturer site phone: (B)(6). Manufacturer¿s reference number: (B)(4) resubmitting this report per FDA's request, as originally follow up #1 was inadvertently submitted under report # 1645337-2018-02685. Reference attachment.